Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. There were cracks on the external housing, which are indicative of using the incorrect cleaning wipes. A knocking noise was heard during initialization. After taking apart the handle, the articulation motor was found to be loose. Analysis of the system logs showed that the system called for a piezo sound around the time the screen supposedly failed. Further analysis of the system logs show no indication of any abrupt or sudden ends to the logs. Also, there were no indications of abnormal entry to standby mode or sleep in the logs. There are also no instances that the handle did not charge on a charger. There were no empty log files. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. Additionally, the investigation detected unreported conditions of loose motor screws, loss of oled synchronization, and of cracks on the external housing that have no relationship to the reported condition. The rear handle housing was removed as part of the investigation of the reported condition. During that investigation it was discovered that the articulation motor screws had become loose allowing the motor to move around. The connection between the motor output shaft and trilobe coupler was not impacted. The root cause of the observed condition was determined to be a result of a manufacturing activity. It was determined that the thread locker applied to the screws was not activated properly. Improvements have been initiated to mitigate this condition. There is a known issue in which the screen can become distorted when the audio amplifier is turned on and the subsequent charging of the ac coupling uf capacitor. The root cause of the observed condition was determined to be a result of a design error that is being addressed by a change development process. The power handle carries an ipx3 rating according to which only provides protection from spraying water. The handle is instructed to be cleaned per instructions for use (IFU) which states to "wipe down all exposed surfaces with a slightly water dampened lint-free cloth to completely remove any gross debris from the device. If additional cleaning is required, use a hydrogen peroxide based wipe such as oxivir¿*tb per the manufacturer¿s instructions. Ensure the power handle is completely dry prior to inserting it into a sterile power shell or charger. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, preoperatively, on a video-assisted thoracoscopic surgery the handle was placed in the shell, and it did not power up. The screen was black. Both handle and shell were replaced to complete the case. There was no patient involvement.